Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the reported event via telephone and in writing but with no result. The device was returned to olympus for evaluation. A visual inspection on the received condition was performed on the device; there is no tissue build up noted. The ptfe pad (teflon pad) was inspected and found it partially split in a cross direction exposing metal. There were char marks noted on the teflon pad. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad damage. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, the hand-piece failed. The intended procedure was completed. There was no patient injury reported.